Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17099, 2017865-2021-17100. It was reported the asymptomatic patient presented in clinic with an infection. Upon further examination, it was observed the device pocket was infected and slightly eroded. The system was explanted without issue. The patient was stable.